Event description:
Add'l info rec'd from MFR 3/1/01: both devices have been returned for analysis and have tested within spec. No conclusion can be drawn between the reported infection and the returned device(s). The voluntary medwatch report (mw1020835) states "cause of death was bacterial endocarditis with multisystem organ failure secondary to prolonged hypotension on initial presentation. Tricuspid valve endocarditis is likely due to secondary seeding from the pt's skin due to dermatitis or from another source, with prednisone being a risk factor. Absence of pocket infection suggests that endocarditis was not due to primary device infection." It is not known whether an autopsy was performed.

Event description:
In 2000 the "scdheft" protocol was explained to the pt along with the risks and benefits of each treatment strategy and the pt signed the informed consent. Two days later was randomized to the ICD arm of the study. The ICD was implanted the next day, the pt remained overnight and was discharged the following day. The pt received a prophylactic dose of IV vancomycin 1 gram prior to ICD implant and a dose 12 hrs post implant, as per usual protocol. At discharge, the implant site showed no signs of infection and the pt was afebrile. The pt discharged in good condition and afebrile with a prescription for ciprofloxacin 500 mg po bid for 7 days as a precaution for secondary infection, because of history of dermatitis. The pt was seen in follow up five days later in the private office by rptr. At that time the pt stated that they did not take ciprofloxacin because it was "too expensive". The pt was afebrile and the ICD implant site was well healed. The pt stated they felt "great". Physical exam was unremarkable with no fever or other abnormalities noted. The ICD interrogation revealed good sensing and a pacing threshold of less than 4 v at .03 ms demonstrating that the lead was stable and unchanged from the implant recordings. Four days later, the pt presented to the ER at the hosp with hypotension and signs of septicemia. The pt treated for presumed sepsis with IV nafcillin and pressure support. Three days later, an echocardiogram was obtained by the primary team (ICU) and showed vegetation on the tricuspid valve consistent with endocarditis and a large pericardial effusion with tamponate physiology. The pt's pulmonary decompensation required intubation and artificial ventilator support. An emergent pericardial window was done to relieve the pericardial effusion. During this procedure it was noted that there was no evidence of lead perforation. The fluid was serosanguineous and consistent with exudative effusion. The ICD pocket showed no evidence of infection with excellent healing. It was on this date that the rptr was notified that the pt was in the hosp. Due to continued sepsis, the ICD and lead were removed 12 days following implantation. During the removal it was noted that there was no evidence of pocket infection. A gram stain was done of a small amount of serosanguineous fluid from the original ICD incision which was negative. The pt was maintained on ventilator support and was continuously sedated on diprivan IV. The acute picture was consistent with sepsis due to staphylococcus aureus with secondary acute hepatic failure due to hypotension and "shock liver" with acute renal failure. For hypotension and chf, medications included dopamine, dobutamine and levophed. Due to acute renal failure a renal consult was obtained 1 day post explant and dialysis commenced. The pt was treated with IV nafcillin initially. Infectious disease consult was obtained and the pt was continued on nafcillin and vancomycin, tobramycin and flagyl were added in the appropriate doses. 2 days post explant the dopamine was weaned off, and the pt required minimal vasopressor support. The pt was maintained on IV diprivan for sedation due to agitation. Antibiotics were continued for sepsis, and kidney hemodialysis for renal failure. A tracheostomy was done 12 days later for continued ventilator support. 17 days post explant sedation was stopped to allow pt to regain consciousness and assess neurologic function. Next day the pt opened eyes spontaneously but was not following commands. The pt continued to run a low grade fever of 100.2 to 100.6. The pt's condition remained unchanged until 48 hrs later when it was noted that the lipase was elevated and pt was diagnosed with pancreatitis. The next day the pt's family decided they wanted the pt to be made a 'dnr' and to withdraw active medical care. They refused a neurological consult to determine possible recovery of pt's mental status. The family decided they wanted no further life support, only comfort care given to pt. The pt was made a dnr, and placed on CPAP. The pt expired 22 days post explant. In the investigator's opinion the cause of death was bacterial endocarditis with multisystem organ failure secondary to prolonged hypotension on initial presentation. Tricuspid valve endocarditis is likely due to secondary seeding from the pt's skin due to dermatitis, or from another source, with prednisone being a risk factor. Absence of pocket infection suggests that endocarditis was not due to primary device infection. Cause of death is multisystem failure secondary to prolonged hypotension, bacterial endocarditis and resulting complications. Although the complications in the investigator's opinion were all reversible, pt's family requested that no further aggressive medical therapy be continued. The primary team (ICU) therefore decided to comply with family's wishes and to withdraw active care. The infection associated with a new ICD implantation is a well recognized complication of ICD surgery and is estimated to occur between 2-5% of cases in different clinical studies. What is unusual about this case is the late presentation of fulminant endocarditis affecting the tricuspid valve in absence of symptoms or signs of primary device infection suggestive of secondary lead and/or valve seeding by organisms (staphylococci) from a presumed skin source. Although no overt lesions could be found on the skin either initially or subsequently, a potential source may have been the intravenous access used for anesthesia or another skin source of uncertain etiology.